Event description:
Reporter alleged blood glucose measured 523, 134, 375, 114, and 160 mg/dl when all tests were performed within 10 minutes apart. It was stated the customer took 5 add'l units of long acting insulin as a result of the 375 mg/dl result, however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.